Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7078361 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 520889 UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was also experiencing pocket site pain. The patient underwent a spinal cord stimulator (scs) system replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and stimulation was restored. The explanted device components were not returned.